Event description:
I have had numerous health issues that have gone unexplained since (B)(6) 2009. Low blood and iron court, fluid around my heart twice, hair loss, ringing in the ears, anxiety, depression, weight gain, brain fog, headaches, vision problems, dry eyes and a recent autoimmune diagnoses of ankylosing spondylitis. FDA safety report ID# (B)(4).